Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer failure. The field service engineer adjusted the latch catch to resolve the issue. The serial number, UDI and manufactures details kept blank since the given asset information found to be server. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system half height matrix drawer repeatedly fails and does not allow the user to recover. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.